Event description:
One patient sample with discrepant ckmb results. Initial result gave 8.27 ng/ml. Sample repeated twice giving 2.37 and 2.22 ng/ml respectively. Erroneous result was reported. Patient not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed and within specifications